Event description:
The manufacturer received information alleging a ventilator began alarming while in use. The patient was taken to an emergency room. There was no permanent harm or injury. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator began alarming while in use. The patient was taken to an emergency room. There was no permanent harm or injury. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.